Manufacturer narrative:
It is the opinion of e-z-em's medical director that this report represents a false negative, as the eda did not detect the apparent extravasation. Extravasations greater than 20cc's do have the potential to cause serious harm or permanent injury that may require add'l medical intervention in the form of plastic surgery. (B)(4).

Event description:
The facility reported that the injector was set at a flow rate of 4.0 cc/sec. With a total volume of 125ml non-ionic contrast to be injected. Injection site was the right anticubital fossa. About 20 seconds into the beginning of the injection (92cc's injected) the pt complained of pain in the arm. The tech stopped the procedure. It was estimated that approx 44cc's of contrast extravasated in the pt's right upper arm. This did not appear to be a typical extravasation. Visual exam did not reveal swelling at the injection site,and the upper arm tissue was tight. The physician felt the extravasation occurred deep within the tissue and muscle. The pt was treated with warm cloth compresses for approx 20-30 minutes, and then a cold compress. This was the first pt with a new installation injector system.